Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the handle with quick coupling, small (p/n 311.43 lot 4953879) was received showing no visual defects or deformities along the instrument and the returned components of the device. Functional inspection: functional testing showed that the sleeve/tap holder assay was able to retract and release as intended. No functional issues were identified. Dimensional inspection: dimensional inspection was not conducted as no defects or deformities were observed. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is not confirmed for the handle with quick coupling, small (p/n 311.43 lot 4953879) as no visual defects, deformities or functional issues were identified with the instrument. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part # 311.43, synthes lot # 4953879, supplier lot # na, release to warehouse date: 25 feb 2005, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, a small handle with quick coupling was observed broken. There was no patient no procedure involvement. This complaint involves (1) device. This report is for one (1) small handle with quick coupling. This is report 1 of 1 for (B)(4).